Event description:
On june 11, 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an "er4" message. Per the onetouch ultra owner's booklet an "er4" message indicates one of the following: the user may have high glucose and have tested in an environment near the low end of the system's operating temperature range. A problem with the test strip. The sample was improperly applied, or a problem with the meter. The medical affairs specialist (mas) spoke with the pt on 06/19/08 and obtained the following info. The pt reported that the alleged error message started appearing approximately one week prior to contacting lfs. Despite the alleged issue, the pt reported he continued to take his insulin as usual (unknown dose of 70/30, and humalog on a sliding scale). On an unspecified date/time, after the reported issue began, the pt claimed feeling "sweaty." He mentioned he felt his way for a couple of days before he decided to test with another lfs meter. The pt did not recall the reading obtained on that other meter, but confirmed his blood glucose was low and treated self with food and/or beverage. The pt confirmed feeling better after self-treatment. At the time of troubleshooting, the customer care advocate (cca) confirmed that the test strips were in good condition and that the pt was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.